Manufacturer narrative:
(B)(4). A device history record review was completed by our quality engineer team for provided lot number: 9227848. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(4) sp was missing scale markings. The following information was provided by the initial reporter: after opening the outer package, there is no scale mark on the flush.